Manufacturer narrative:
No patient information provided as no patient was involved in this concern.the device was returned to the manufacturer for analysis. Investigation of returned device found that when the handle was tightened, neither end of the vertek arm was locked down. The reported event was confirmed. The device was replaced and there were no further issues.

Event description:
A medtronic representative reported that an articulating arm will not tighten down properly, allowing possible movement of the reference frame. This concern was not identified during a procedure, there was no patient present.